Manufacturer narrative:
(B)(4). Concomitant medical products: prx hum hi plt rt 4h 90mm; part#110030401; lot# unk, screw t15 lp cort 3.5x26mm ns; part# 110017726; lot# unk, screw t15 lp cort 3.5x26mm ns; part#110017726 lot# unk, screw t15 lp cort 3.5x26mm ns; part# 110017726; lot# unk, 3.5mm cort lock scr 32mm ns; part# 816135032; lot# unk, 3.5mm cort lock scr 32mm ns; part# 816135032; lot# unk, 3.5mm cort lock scr 32mm ns; part# 816135032; lot# unknown, 3.5mm cort lock scr 36mm ns; part# 816135036; lot# unk, 3.5mm cort lock scr 36mm ns; part# 816135036; lot# unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent plating procedure approximately 2 months post surgery surgeon noted that follow-op xrays showed the multi-directional screw has backed out of position.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: slight lateral position/retraction of one of the multiple proximal humeral fixation screws as noted. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for screw and plate. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.